Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin. Despite frequent occlusion problems, the customer declined further assistance, leading support to close the case.